Manufacturer narrative:
Additional device product code: hrs. Complainant part is not expected to be returned for manufacturer review/investigation. (B)(4). Device history record (DHR) review: part number: 02.107.306, lot number: 6995914, part manufacture date: 28 jul 2012, manufacturing location: (B)(4), part expiration date: n/a, nonconformance noted: n/a. DHR record review: a review of the device history record revealed no complaint related anomalies. The device history record shows this lot of 2.7mm / 3.5mm va-lcp olecranon pl 6h/lt/142mm was processed through the normal manufacturing and inspection operations with no non-conformances or rework noted. The lot quantity of 24 pieces met all dimensional, visual and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. The investigation could not be completed; no conclusion could be drawn, as no product was received. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2019, the patient underwent a revision surgery due to a broken olecranon plate. Two (2) 3.5 cortex screws, two (2) 3.5 locking screws, seven (7) 2.7 locking screws, and one (1) olecranon plate were all removed. The patient was seen with elbow pain, x-ray taken revealed broken plate. Surgery was planned to remove plate and revise. The plate and screws were removed successfully and a new plate and screws implanted. There were no allegations against the screws. There were no fragments generated from the broken device. It is unknown if there was surgical delay. Procedure and patient outcome was unknown. Concomitant device reported: unknown 3.5mm cortex screws (part # unknown, lot # unknown, quantity # 2), unknown 3.5mm locking screws (part # unknown, lot # unknown, quantity # 2), unknown 2.7mm locking screws (part # unknown, lot # unknown, quantity # 7). This report is for one (1) 2.7mm/3.5mm va-lcp olecranon plate. This is report 1 of 1 for complaint (B)(4).